Event description:
It was reported that "xia 3 french bender would not rotate with adjusting the various degrees of bending. A second set was opened and the surgeon used the bender out of this set which was working properly. The scrub tech tried to adjust the middle screw on the first bender to see if she could fix it. She used an osteotome to do this which slipped out of her hand and cut her finger."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.